Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting it was noted that the patient line was not properly primed prior to initiating therapy. The alarm was cleared and the patient planned to finish therapy using manual exchanges. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.